Manufacturer narrative:
The edwards esheath introducer set was not returned for evaluation. Therefore visual, functional, and dimensional testing was not performed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed based on a technical summary that applies to this complaint; an engineering evaluation is not required. No imagery was provided for review. A review of IFU/training material was captured in a technical summary, which applies to this event. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" was unable to be confirmed due to no imagery or device provided. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As reported in the complaint description the patient had mild tortuosity in their access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As reported in the complaint description the patient had moderate to severe calcification through the entire circumference of the access vessel. The technical summary also outlines the extensive manufacturing mitigation's in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. The complaint was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. A technical is applicable to this complaint; thus, an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required. Control limits are managed and assessed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (calcification, tortuosity) and procedural factors (device manipulation) may have contributed to the reported vascular injury.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
In this case, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, there was resistance between the esheath and delivery system that caused vascular damage. Although esheath could be inserted smoothly, resistance became strong when the delivery system was about to pass through left common iliac artery (cia). Angiography at the lower limb observed the small flap at left common femoral artery (cfa). A balloon angioplasty was executed, and the procedure was completed.